Manufacturer narrative:
Currently the data is poor and the device has not been sent back/ analysed. As soon as further data will be available a follow up report will be sent in to the agency. In original condition the needle has been supplied in bulk, non sterile status to a kit packager.

Event description:
(B)(4). Initial reporter´s narrative: the red cap on the plastic stylet came off the stylet when being pulled out of the tuohy needle causing the stylet to get stuck in the needle.

Event description:
Irn# (B)(4). Initial reporter´s narrative: the red cap on the plastic stylet came off the stylet when being pulled out of the tuohy needle causing the stylet to get stuck in the needle.

Manufacturer narrative:
Currently the data is poor and the device has not been sent back/ analysed. As soon as further data will be available a follow up report will be sent in to the agency. In original condition the needle has been supplied in bulk, non sterile status to a kit packager. Based on clinical assessment and ris assessment file is considered as closed.